Event description:
An instrument component disengaged into the patient cavity and was subsequently retrieved to complete the case without further incident. Procedure: kidney procedure. Patient status: no patient injury reported.